Event description:
The customer reported to customer service on (B)(6) 2014 that she was experiencing high suction, pain and cracked nipples while using her pump in style advanced breast pump. She got an infection and was prescribed bactroban. On (B)(6) 2015, the customer reported to a medela clinician that everything is going much better now and she has no more pain.

Manufacturer narrative:
The customer was sent a replacement pump and replacement breastshields. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. It cannot be definitively concluded that the pump caused or contributed to the customer's infection. The customer complaint could not be confirmed.